Manufacturer narrative:
The device was received not deployed. The soft cannula was never deployed and was therefore not observed to be bent, kinked or otherwise damaged. Download data showed that the device was received in pod state 15 despite delivering 0 pulses. Based on the software design documents for op5 saw, the pod is expected to transition to pod state 2 after fill, then pod state 14 after a period of 1 hour without pairing the pod to the controller, then pod state 15 after sitting in pod state 14 for 80 hours. It cannot be confirmed if the device was activated before or after reaching the user. No alarms were generated in the data. The needle mechanism was manually deployed without issue. No damages or defects were observed during the investigation. The exact cause of the needle mechanism failure cannot be determined.

Event description:
It was reported the cannula was bent and the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.